Event description:
The release cable for the height adjustment is not engaging correctly.

Manufacturer narrative:
The distributor evaluated and repaired the product. (B)(4): the distributor evaluated the product.